Manufacturer narrative:
The datakey was returned and shows six cycle volume exceeded alarms which were reset each time. They also had system occlusion alarms and several system errors 425:0043. The treatment was aborted which does not return the blood back to the patient. Cycle volume exceeded alarms can occur when there is an insufficient volume of red blood cells in the centrifuge bowl to move the plasma and buffy coat out of the centrifuge bowl. The alarm condition occurs when the optical sensor in the centrifuge does not detect red cells, and blood collection from the patient continues until a pre-programmed maximum collection volume is achieved, triggering the alarm. This alarm is intended to prevent excessive patient extracorporeal volume. A system error 425:0043 is caused when the patient filter valves fail leak test. Multiple alarm conditions caused the instrument to be shut down and the treatment aborted. No further problem has been reported with this instrument that would require service to be dispatched.

Event description:
The patient was a female with graft-versus-host disease (gvhd) who had received ecp treatments for gvhd for several years. The weight of the patient in 2007, during the second cycle of ecp at the beginning of reinfusion, a system occlusion alarm and a system error were sounded and the ecp procedure was aborted, with no blood being returned to the patient. The ecp operator estimated that at least 100 ml of blood was lost during the procedure. The kit number was xt001 (lot u909). The data key was returned to the sponsor. The patient's heart rate was 111/minute and the blood pressure was 121/83. The patient did not experience any symptoms as a result of the blood loss. The hemoglobin was 9.7 gm% prior to treatment and 8.6 gm% after treatment. The patient received two units of packed erythrocytes after the ecp procedure. The hemoglobin remained low at 8.5 gm% on the day after the procedure. However, the treating physician believed that this was due to the patient's underlying disease and not due to the abandoned treatment. The patient had additional ecp treatments in the following month without any issues noted.